Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled "long-term follow-up of contemporary drug-eluting stent implantation in diabetic patients: subanalysis of a randomized controlled trial". The aim of the current sub-analysis of the recre8 trial was to evaluate 3-year clinical outcomes following implantation of the permanent polymer zotarolimus-eluting stent (pp-zes) versus polymer-free amphilimus-eluting stent (pf-aes) in an all-comers population with diabetes. The recre8 trial was a prospective, multicenter, randomized controlled trial evaluating clinical outcomes following implantation of a pp-zes (resolute integrity) and a non-medtronic (mdt) pf-aes in an all-comers population undergoing percutaneous coronary intervention (pci). Patients eligible for inclusion were stratified for history of diabetes and for troponin status at inclusion. Patients were randomized in a 1:1 ratio to implantation of the pp-zes or pf-aes. Patients in the recre8 trial were included between november 3, 2014 and july 10, 2017. A total of 304 patients in the recre8 trial had a history of diabetes of which 302 remained for analyses after consent withdrawal of two patients. A total of 152 diabetic patients were assigned to the pp-zes group. Baseline, lesion and procedural characteristics were comparable between the study arms. Compliance of dapt treatment was similar between the study groups. The lesions being treated included the left main (lm), left anterior descending artery (lad), right coronary artery (rca), arterial bypass graft and venous bypass graft. The primary endpoint of the recre8 trial was target lesion failure (tlf), a composite endpoint of cardiac death, target-vessel myocardial infarction and target-lesion revascularization (tlr). The secondary composite endpoint of net adverse clinical events (nace) was composed of death, any myocardial infarction, any unplanned revascularization, stroke and major bleeding (bleeding academic research consortium (barc) type 3 or higher). Clinical outcomes were assessed between hospital discharge and 3 years after pci. Clinical outcomes included tlf, all cause death, cardiac death, myocardial infarction, target vessel myocardial infarction, stent thrombosis (definite or probable), unplanned revascularization, tlr, stroke and major bleeding (barc = 3).

Manufacturer narrative:
Nicole d. Van hemert, michiel voskuil, rik rozemeijer, adriaan o. Kraaijeveld, saskia z. Rittersma, geert e. H. Leenders, mèra stein, peter frambach, pim van der harst, pierfrancesco agostoni, pieter r. Stella. "Long-term follow-up of contemporary drug-eluting stent implantation in diabetic patients: subanalysis of a randomized controlled trial". Catheterization and cardiovascular interventions, no. 3, 2023, doi:10.1002/ccd.30545.pmid: 36651339. Pages: 505-510. A2: average age a3: majority gender b3: date of publication patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.